Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ ((B)(6) 2013): the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultrasmart meter read inaccurately low. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began in ¿(B)(6) 2013.¿ the patient reported obtaining blood glucose results around ¿180-210 mg/dl¿ with the subject meter. The patient advised his glycated hemoblobin (hba1c) read higher at ¿16.5.¿ the patient manages his diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to his usual management routine. No symptoms were specified; however, on the afternoon of (B)(6) 2013, the patient reportedly went to the hospital and obtained blood glucose results of ¿above 665, 489, 194 and 115 mg/dl¿ with the hospital meter. The patient was administered intravenous (IV) therapy (d5, potassium and insulin drip) as treatment. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have control solution to perform quality control testing. Replacement product was sent to the patient. This complaint is being reported because, the patient allegedly obtained blood glucose results suggestive of a serious injury with the hospital meter and received medical intervention from a health care professional (hcp) after the reported issue began.